Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log files. Data from the reported event date of 26sep2025 in the submitted controller event log file (B)(4) was reviewed. The backup battery fault alarm activated on (B)(6) 2025 at 18:36:27 due to a load test fault. The backup battery did not pass the load test due to the unloaded voltage being under the allowed threshold. The alarm remained active through the remainder of the log file until the driveline was disconnected on (B)(6) 2025 at 10:04:10 for a controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. A review of the submitted backup controller event log file (B)(4) spanned approximately 3 days (B)(6) 2025 per time stamp). There were no notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis. The provided information stated that the controller was exchanged which resolved the alarm. The backup battery was exchanged despite the alarm resolving. Additional information stated that the controller would not be returned. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to investigate the increase in reported backup battery faults. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The 11v battery was inspected and accepted into the storage location on 05nov2024. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient switched their system controllers at home due to an ongoing replace backup battery alarm and did not notify the left ventricular assist device (lvad) team. The patient was asymptomatic leading up to the alarm/system controller change and denied any subsequent alarms after the controller was changed. The backup controller (old primary) had no alerts on the heartmate (hm) touch prompting about emergency backup battery (ebb) fault; however, the ebb was changed as a precaution. The log files were submitted for evaluation. The log files from the exchanged controller captured backup battery alarms on (B)(6) 2025 at 18:36 through (B)(6) 2025 at 10:04 when the driveline was disconnected. The ebb fault was due to the ebb failing the load test. The mechanical circulatory support (mcs) equipment operated as intended electronically and mechanically.